Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer reported arcing on the monopolar curved scissors (mcs) at the distal end with no harm to the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the mcs instrument was inspected prior to use with no issues. The cannula was inspected with no issues but not with a pin gauge. Arcing was observed from the scissor tip of the instrument and was grounded to the patient tissue that was being cauterizing. The type of energy was the monopolar coag on the erbe system with a setting of cut at 4 and coag at 4. The instrument was used for 5 minutes before the event occurred. The maryland bipolar forceps were also used at the time of the event but the instruments did not collide. New mcs was opened and there was no patient injury. A grounding pad was used on the thigh area. The arcing spark was bright and the surgeon could not tell where it came from. The installation tool was used to put the tip cover on and no electrolube was used. There was no damage noted to the tip cover.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer returned the mcs instrument that was used with the mcs tip cover under patient identifier: (B)(6). The failure analysis investigations could not replicate nor confirm the customer reported complaint of "arcing at the distal end." Failure analysis found the primary finding to be related to the customer reported complaint. The mcs instrument failed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The mcs instrument was fully functional. Additional observation(s) not reported by site: signs of corrosion/contamination were found on the instrument bearings grip input disk bearings. The root cause for corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. The mcs instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is also attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history identifies complaints related to this event. The report under patient identifier: (B)(6) documents the occurrence of the event on (B)(6) 2022 on the mcs instrument, while the report under patient identifier: (B)(6) documents the recurrence of the same issue during a procedure performed on (B)(6) 2022. Instrument log review confirmed that the mcs instrument was last used on (B)(6) 2022 with 9 uses remaining via system sk3723. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer reported arcing on the mcs at the distal end with no harm to the patient. The mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip.